Event description:
It was reported by the customer that a pyxis medstation es system station hu_sicu1 drawer 4 failed. The customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer found that the rails to drawer 4.2 main were broken and replaced half height drawer assembly. The system functioned as intended as the field service engineer troubleshooted the device.